Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The non-conformance database was reviewed in the evaluation and no non-conformances were found. The device was visually evaluated and shows signs of "extended use." According to the evaluation, the complaint is confirmed as the handle is fractured at the threaded portion and the tip of the handle remains stuck in the cam. The most-likely cause for the complaint was determined to be excessive force. According to the evaluation, there are no indications of manufacturing defects. Although the product was returned there are still two possible lot numbers identified. This is report one of two for the same event, reflecting one of those lot numbers. Report two of two is reported on MFR #0001032347-2016-00458-1 to reflect the other lot number.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event as two potential lot numbers were identified and it cannot be confirmed which lot was used.

Event description:
It was reported a table top bender broke at the handle while the surgeon was trying to bend a ortho plate during a procedure, a hand held bender was used to complete the procedure. There was no effect on the patient and stated there was a delay of approximately 10 minutes due to switching to the hand bender.